Manufacturer narrative:
The cause of the issue was not definitively determined as there were multiple contributors to low pump flow.

Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date added.

Manufacturer narrative:
Added: d3, h3. Corrected: d4 (serial). Low pump flow: the cause of the issue was not established as no logs were returned, product did not reproduce low pump flow issue, and limited information was provided.

Manufacturer narrative:
A2, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a female patient, presenting on extracorporeal membrane oxygenation (ECMO) prior to initiation of support. The impella was inserted for ventricular support for a high-risk cardiac surgery. During the procedure, the impella was inserted. The physician started increasing the pump flow until p-6, the flow was 0.6l/min in yellow color. The motor current (mc) was flat, and no left ventricle (lv) signal was showing. A clot was suspected. The activated clotting time was more than 250. Position was verified and the central venous pressure (cvp) was in normal range. The physician decided to remove the pump and replace it with a new pump. The same issue occurred, but with almost no flow. An automated impella controller (aic) to aic transfer was performed, which resolved the issue. The post-procedure outcome is unknown. The impella 5.5 and the automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.